Event description:
A medtronic representative reported a solera screwdriver is becoming worn. When a screw is loaded into the screwdriver it can be loaded without the screw being in a straight line from the screwdriver. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, not available as the suspect part has not been returned to manufacturer. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Suspect part not returned to manufacturer for analysis.